Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set had a connection issue; further described as the catheter adapter was "loose and could not connect" to the titanium adapter. This was observed during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests, which include leak, clear passage, clamp function and integrity seal surface tests were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.